Event description:
It was reported that when using the bd pyxis¿ es server, multiple stations got stuck on error screen and users were unable to log on. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the stations were stuck on error screen. The field service engineer (fse) had stated that the technical support specialist was involved in remotely remediating the station while the fse was on-site to verify completion. The stations were verified to be online, upgraded to version 1.11, and fully functional. The customer was able to log in and use the station as intended, with functioning cabinetry. The system functioned as intended after the field service engineer and the technical support specialist investigated the issue.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple stations got stuck on error screen and users were unable to log on. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.